Event description:
Rptr had laparoscopic surgery using this device and ended having nerve damage with pain in feet and leg. The pain is chronic and rptr must take pain medication regularly. Rptr also has to wear special shoes and had physician therapy to relearn standing and walking. Rptr cannot stay on their feet too long, their legs give out. Given cortisone and rptr now has been diagnosed with diabetes. Rptr's surgery was ten hrs long and intestines were cut.